Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received. On the visual evaluation, the device appeared to have blood residue and the device was returned half- primed. On functional testing, to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. During testing the device self-activated after priming the top slide. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was disassembled, and internal parts were inspected. Upon disassembly, it was observed that the left and right bumpers were bent. Additionally, the tangs did not appear to be damaged or deformed. As per the dimensional observations, cannula tang width was not within the acceptable range and stylet tang width was within the acceptable range. Therefore, the identified self-activation issue is confirmed as the top slide popped up during testing and the reported failure to fire remains inconclusive as the device self -activated during testing. A definitive root cause for the alleged failure to fire and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to fire. The patient reportedly experienced kidney hemorrhage. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received. On the visual evaluation, the device appeared to have blood residue and the device was returned half- primed. On functional testing, to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. During testing the device self-activated after priming the top slide. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was disassembled, and internal parts were inspected. Upon disassembly, it was observed that the left and right bumpers were bent. Additionally, the tangs did not appear to be damaged or deformed. As per the dimensional observations, cannula tang width was not within the acceptable range and stylet tang width was within the acceptable range. Therefore, the identified self-activation issue is confirmed as the top slide popped up during testing and the reported failure to fire remains inconclusive as the device self -activated during testing. A definitive root cause for the alleged failure to fire and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11: b1, b2, b5, h6 (annex e, annex f). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2023).

Event description:
It was reported that during biopsy procedure, the device allegedly failed to fire. The patient reportedly experienced kidney hemorrhage. The current patient status is unknown.